Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed. The product returned for evaluation was one 4fr s/l powermidline midline catheter. Usage residues were abundant throughout the sample. A 10ml slip-fit syringe was attached to the luer adapter. The syringe was filled with a clear liquid. Coagulated blood products were visible at the distal end of the catheter. Microscopic inspection of the sample confirmed the presence of blood products within the catheter shaft. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. During infusion attempts, coagulated blood products were expelled from the catheter. Following clearance of the blood products, the catheter was patent to infusion and aspiration with no observed leaks. The effort required to flush and aspirate the sample was comparable to that required for a similar non-complainant device. The initial resistance to infusion was caused by blood product occlusion of the catheter. It appeared that blood was allowed to remain in the catheter long enough to coagulate. H3 other text: evaluation findings are in section h11.

Event description:
It was reported, impossible to inject saline during rinsing of midline, resistance was met. Midline was withdrawn and change to intravenous access. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regt0558 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, impossible to inject saline during rinsing of midline, resistance was met. Midline was withdrawn and change to intravenous access. No other information was provided.